Event description:
A report of the pt's precision sys explanted was rec'd. No other info is available.

Manufacturer narrative:
The explanted device will not be evaluated, as it was discarded by the medical facility.